Event description:
It was reported that the patient had a loss of therapeutic effect. They spoke to a manufacturer representative on (B)(6) 2014 because they were not feeling stimulation, so they reset the programming. The patient felt a pinch, but the therapy was still not working for them and had not worked for them since (B)(6) 2014. The patient's health care provider's (hcp's) office knew nothing about the therapy device and typically could not help the patient when they called them, which was why they usually contacted the manufacturer representative directly. It was further reported that the hcp handled all patient programming and the manufacturer representative didn¿t have any information on the patient. It was later reported that the patient spoke to their manufacturer representative over the phone on (B)(6) 2015 for reprogramming as the device wasn¿t working. The patient had a loss of therapeutic effect, a return of frequency, and severe pelvic pain following a fall on (B)(6)2015. The patient had been in rehab as a result of the fall. The patient tripped and fell forwards on their knee and fractured their pelvic bone. The patient¿s stimulation was on and they adjusted and could now feel stimulation when they concentrated. It was difficult due to the pain the patient was experiencing as a result of the fall. It was too painful to get in and out of cars right now. Three days later the patient wanted help using the patient programmer. The patient was set at 0.9v and increased to 1.0v. Anything higher than that was painful. It was further reported that the manufacturer representative had no record that they spoke to the patient and had no recollection of anything being wrong with their device or therapy. Their normal protocol was to guide patients over the phone if they needed help with adjusting stimulation. If the patients needed reprogramming or had other issues, the manufacturer representative redirected them to their hcp. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v510026, implanted: (B)(6) 2010, product type: lead. (B)(4).